Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. The investigation was unable to determine a cause for the reported mitral stenosis. The reported hypotension appears to be a cascading effect. Mitral stenosis and hypotension are listed in the instructions for use as known possible complications associated with the mitraclip procedures. The reported medication required was a result of case specific circumstance as medication was given for the hypotension. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 4+ functional mitral regurgitation (mr) for a mitraclip procedure. During the procedure, post deployment of mitraclip the patient's blood pressure dropped. Medication was given for hypotension. Mitral pressure gradient was measured and found to be 23mmhg. The clip was removed from the anatomy. The mr remained unchanged post procedure. A mitral valve replacement surgery has been scheduled for the patient. There was no clinically significant delay. No additional information was provided.

Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 4+ functional mitral regurgitation (mr) for a mitraclip procedure. During the procedure, post deployment of mitraclip the patient's blood pressure dropped. Medication was given for hypotension. Mitral pressure gradient was measured and found to be 23mmhg. The clip was removed from the anatomy. The mr remained unchanged post procedure. A mitral valve replacement surgery has been scheduled for the patient. There was no clinically significant delay. No additional information was provided.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.